Event description:
Procedure performed: lap chole. The clip applier double fed. Limited information is available at the time of reporting. The device is with the safety department and is available for return. The hospital is undergoing an evaluation and the rep was not present for the case. Additional information was received via email on 14jun2019 from acct. Mgr. Procedure: lap chole, advanced fixation 5mm trocar was used during the procedure. "There are no pictures. I can go to safety to see if I can take a picture." The issue was initially observed with the first clip. "The next two were normal and than the unit locked." "The twisted clip only happened once, followed by two normal deployments before the unit locked." The clip did not properly seat into the jaws. No dry fire was noticed prior to the double feeding. No pressure was applied to the trigger while the unit moved through the trocar. No clip was loaded prior to entering into the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. "This was the 3rd time the surgeon had used the clip applier during the trial. There were no issues with the first two cases." "The first clip fired was twisted, the next two fired with no issue and then the clip applier locked up." Additional information was received via telephone on 14jun2019 at 10:30am from acct. Mgr. The acct. Mgr. Spoke with the surgeon early this morning and the surgeon did not mention a double feed. The surgeon stated that the first clip was twisted. After the clip applier locked up the surgeon used a new applied medical clip applier to complete the case with no further issues. After the case the surgeon was testing the clip applier that seized up and while doing so a small black piece of the device broke off. Additional information was received via email on 19jun2019 from acct. Mgr. "The clip ends did scissor over the vessel when being placed. Dr. Said there was no torque on the jaws or structure. She did not skeletonize while the clip was loaded and was able to see the ends of the clip after it was placed on vessel. I attached a photo of what her fingers looked like in explaining what the clip looked like while on the vessel." Photo was provided. Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the shaft of the device was bent/damaged with no other damage or visible non-conformances. The shaft was straightened out, and testing was performed on the event unit. However, the complainant¿s experience of a scissored clip could not be replicated or confirmed. Based on the condition of the returned unit and testing that was performed, the exact root cause of the reported event could not be determined.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. The clip applier double fed. Limited information is available at the time of reporting. The device is with the safety department and is available for return. The hospital is undergoing an evaluation and the rep was not present for the case. Additional information was received via email on 14jun2019 from acct. Mgr. Procedure: lap chole, advanced fixation 5mm trocar was used during the procedure. "There are no pictures. I can go to safety to see if I can take a picture." The issue was initially observed with the first clip. "The next two were normal and than the unit locked." "The twisted clip only happened once, followed by two normal deployments before the unit locked." The clip did not properly seat into the jaws. No dry fire was noticed prior to the double feeding. No pressure was applied to the trigger while the unit moved through the trocar. No clip was loaded prior to entering into the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. "This was the 3rd time the surgeon had used the clip applier during the trial. There were no issues with the first two cases." "The fisrt clip fired was twisted, the next two fired with no issue and then the clip applier locked up." Additional information was received via telephone on 14jun2019 at 10:30am from acct. Mgr. The acct. Mgr. Spoke with the surgeon early this morning and the surgeon did not mention a double feed. The surgeon stated that the first clip was twisted. After the clip applier locked up the surgeon used a new applied medical clip applier to complete the case with no further issues. After the case the surgeon was testing the clip applier that seized up and while doing so a small black piece of the device broke off. Additional information was received via email on 19jun2019 from acct. Mgr. "The clip ends did scissor over the vessel when being placed. Dr. Said there was no torque on the jaws or structure. She did not skeletonize while the clip was loaded and was able to see the ends of the clip after it was placed on vessel. I attached a photo of what her fingers looked like in explaining what the clip looked like while on the vessel." Photo was provided. Patient status: no patient injury occurred associated with the complaint event.